Event description:
As reported by the affiliate, the maxi-ld balloon ruptured at approximately 2 atm during initial dilatation. After the product was removed, a leakage was noted at the adhesive joint of the balloon and shaft. Therefore, the balloon was replaced with another product to complete the procedure. There was no reported patient injury. The intended procedure was a pta of a target lesion located in the abdominal aorta. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 50%. For the procedure, a maxi ld balloon was opened. There was no difficulty removing the product from the hoop, and removing the balloon cover and stylet. There were no damages noted to the device prior to use and the device was prepped normally with no anomalies noted. After the guidewire was advanced to the lesion with no difficulty and implanting a non-cordis stent, the maxi-ld was inserted into the patient. There was no difficulty or resistance/friction experienced as the balloon catheter was advanced to and across the lesion. It was inflated at the lesion for post-dilation. However, it ruptured at approximately 2 atm during its initial-dilation. The balloon had inflated normally prior to rupture. The contrast media, contrast-to-saline ratio and brand indeflator used are unknown. However, the indeflator was used successfully with other devices. The catheter was not ever in an acute bend and it did not kink during use. The balloon did not seem to stick to the stent. The balloon catheter was easily removed from the patient.

Manufacturer narrative:
(Continued from event description): when the physician removed it from the patient and inflated it outside the patient, a leakage was found at its adhesive joint of balloon portion and its shaft. Therefore, the maxi-ld was stopped using and another new balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The device will not be returned for analysis. A device history record (DHR) and additional information are pending and will be sent within 30 days upon receipt. (B)(6).

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the maxi-ld balloon ruptured at approximately two atmospheres during initial dilatation. After the product was removed, a leakage was noted at the adhesive joint of the balloon and shaft. Therefore, the balloon was replaced with another product to complete the procedure. There was no reported patient injury. The intended procedure was a percutaneous transluminal angioplasty (pta) of a target lesion located in the abdominal aorta. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 50%. For the procedure, a maxi ld balloon was opened. There was no difficulty removing the product from the hoop, and removing the balloon cover and stylet. There were no damages noted to the device prior to use and the device was prepped normally with no anomalies noted. After the guidewire was advanced to the lesion with no difficulty and implanting a non-cordis stent, the maxi-ld was inserted into the patient. There was no difficulty or resistance/friction experienced as the balloon catheter was advanced to and across the lesion. It was inflated at the lesion for post-dilation. However, it ruptured at approximately two atmospheres during its initial-dilation. The balloon had inflated normally prior to rupture. The contrast media, contrast-to-saline ratio and brand indeflator used are unknown. However, the indeflator was used successfully with other devices. The catheter was not ever in an acute bend and it did not kink during use. The balloon did not seem to stick to the stent. The balloon catheter was easily removed from the patient, intact with no resistance/friction. When the physician removed it from the patient and inflated it outside the patient, a leakage was found at its adhesive joint of balloon portion and its shaft. Therefore, the maxi-ld no longer used and another new balloon (unknown brand and size) was used instead. The procedure was finished successfully. There was no reported patient injury and the patient is currently fine. The device was not returned for analysis. Review of lot 16081277 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported body/shaft burst described by the customer as ¿leakage was noted at the adhesive joint of the balloon and shaft¿ could not be confirmed as the device was not returned for analysis. Based on the information available for review, vessel characteristics (moderately calcified, heavily tortuous, and 50% stenosis) may have contributed to the reported burst. Neither the information available nor the DHR suggests a design or manufacturing related cause for the reported issue. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information: the balloon was easily removed from the patient with no resistance/friction experienced. The product was removed intact (in one piece) from the patient. There was no patient injury and the patient is currently fine. It is unknown what brand and size balloon that replaced the maxi balloon in order to complete the procedure.the product will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.